Event description:
It was reported that during hospitalization in 2005, pt experienced decreased vision in left eye. Start date 2005, the condition is continuing, unk if the condition was pre-existiing. No action/treatment was done. Outcome: unchanged. Pt experienced decreased vision in left eye, s/p left ica, pta/stent. Pt has a history of right cataract in need for extraction. Pt continued with symptoms at 30 day follow-up. Unable to determine if embolization occurred secondary to cataract. Cause of decreased vision possible embolization versus progression of cataract.